Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited backup vvi operation and the patient presented to the clinic for a follow up. Normal pacemaker operation was successfully restored. There were no consequences to the patient.